Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Upon completion of the investigation a follow-up will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers) this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not returned.

Event description:
It was reported that a patient experienced a leaking issue. No further information provided.

Manufacturer narrative:
The device history record for the reported lot number, m5096t503, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).